Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (2 sets) showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing had detached, and it hung on her side, while she was sleeping. The site location was on the side of her waist and the pump was located at the center of her back. Reportedly, the infusion had been in use for the fourth day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. This issue had happened more than 4 times already. Unomedical recommends maximum use of the infusions between 48-72 hours. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing had detached, and it hung on her side, while she was sleeping. The site location was on the side of her waist and the pump was located at the center of her back. Reportedly, the infusion had been in use for the fourth day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. This issue had happened more than 4 times already. Unomedical recommends maximum use of the infusions between 48-72 hours. No further information available.